Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that patient implanted with this right ventricular (rv) defibrillation lead experienced inappropriate anti-tachycardia pacing (atp) while carrying fencing materials. It was suspected that the rv lead was compromised due stored episodes containing rv noise with oversensing. The physician advised the patient to go to the emergency room (ER), and the patient requested to have the device turned off. The patient refused to go to the ER, and completed the necessary paperwork for turning off the device. This rv lead remains implanted. No adverse patient effects were reported.